Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 526mg/dl and 409mg/dl also the insulin pump had a blank display as the insulin pump was exposed to moisture and gave multiple pump error alarms. Customer noticed that the pump was turned off, causing the high blood glucose. The customer was able to clear the alarm and rewind the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, self test, and measure the operating currents or verify unexpected restart error and external ram crc error due to blank display. Also received with corrosion inside of the battery tube, moisture damage on the motor, and vibrator assembly.